Event description:
It was reported that the doctor was stenting (non-guidant) an lad using the whisper ms guide wire. The whisper prolapsed distally, and when the doctor had placed the stent and tried to remove the whisper, it appeared to snag on the stent causing the tip of the whisper to separate at the proximal part of the tip. The doctor proceeded to successfully snare the tip without incident to the patient. The patient is fine and there was no reported patient effect and no additional information available.